Manufacturer narrative:
Investigation results: pictures of the device were provided by customer. The device was not available for investigation. The photos provided show that the clips are positioned incorrectly and the latches of the slider sheet are deformed. The device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. If the cartridge is engaged not completely, has not been mounted correctly there is an impairment of product functionality. There is also the possibility for a too fast application by an improper handling. This could led to the deformed latches of the slider sheet and wrong positioned clips. This can be caused by an insufficient insertion of the cartridge. Another possible root cause is the usage of a damaged clip applicator, due to a deformed push rod. According to the IFU the following points need to be observed: " - insert the titanium clip cassette with cassette feeder in shaft, making sure that the feeder is not damaged in the process - push down the titanium clip cassette until the lugs at its sides engage in the pneumatic clip applier [...]" (Abstract of the IFU for pl572t).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product ligature clip 12 mag. It was reported that the magazine came off when trying to "hit" the second shot. The removed magazine fell into the chest cavity, but was immediately collected and taken out of the patient's body. There was no delay in operation except the time of collection. No change or problem in the patient's condition. No infection. The malfunction occurred during an esophageal procedure, after clipping a blood vessel. Additional information was not provided nor available / was not available. Additional patient information is not available. (B)(4).